Event description:
During a low anterior resection, the instrument was fired but the staple line was incomplete. The surgeon hand sewed the staple line closed. The procedure was delayed approximately twenty minutes. There was no patient consequence.